Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA alleging that the onetouch product (unknown meter) has a power issue. The patient mentioned the issue occurred sometime ago. The patient indicated that she did not have any symptoms at the time of concern but mentioned that she received unknown treatment at the ER sometime after the power issue began on (B)(6) of 2010. The issue was not resolved during troubleshooting. This complaint is being reported due to the power issue and because the patient reportedly received unknown treatment at the ER, which may have been associated with acute complication of diabetes while using lfs product.